Event description:
It was reported that the device was implanted and explanted in 2008, due to unk reasons. No other details concerning the reported event were provided.

Manufacturer narrative:
Device not returned.